Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 21. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The devicewas forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and increased sensitivity. No further patient complications were reported.